Event description:
Upon attempted removal of a balloon during the performance of a balloon angioplasty, using an 8.00mm x 2.00mm cutting balloon, the balloon was found not completely deflated. The sheath was removed, and it was noted one of the blades had fallen off the balloon requiring the area to be re-ballooned with a new catheter.